Manufacturer narrative:
Concomitants: 300-30-10: equinoxe preserve stem 10mm. 320-01-42: equinoxe reverse 42mm glenosphere. 320-15-02: rs glenoid plate sup aug, 10 deg. Serial number, expiration and manufactured dates unknown. The revision reported may have been due to disassembly of the humeral liner from the humeral tray, and/or loss of range of motion. However, the reported disassembly and loss of range of motion could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported failures cannot be determined as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The patient was lifting groceries when they felt a pop in their left shoulder. After they developed pain and limited range of motion. According to the information provided, the male patient underwent a left total shoulder replacement surgery approximately 5 years and 3 months later due to disassembly of the humeral liner from the humeral tray, and loss of range of motion. Components were not returned to exactech for evaluation and no images, radiographs, relevant clinical information, or product information were provided. No further issues or complications were reported. No additional information is available.